Event description:
After three days of placement, the peg became dislodged and pt required emergency surgery. The pt never recovered, dying a couple of weeks later. Cause of death was peritonitis, secondary to a misplaced gastrostomy tube. Physician stated in his telephone conversation, that the pt had probably pulled on it.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.